Manufacturer narrative:
This spontaneous case describes the occurrence of adverse reaction ('side effects that can be significant') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse reaction (seriousness criterion medically significant) and asthenia ("very debilitating"). Essure treatment was not changed. At the time of the report, the adverse reaction and asthenia outcome was unknown. The reporter provided no causality assessment for adverse reaction and asthenia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of adverse event ('side effects that can be significant') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criterion medically significant) and asthenia ("very debilitating"). Essure treatment was not changed. At the time of the report, the adverse event and asthenia outcome was unknown. The reporter provided no causality assessment for adverse event and asthenia with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.